Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient¿s death had nothing to do with the rotablator as per physician¿s opinion. The patient was in her late 80's with very friable vessels and the procedure was extremely high risk as she was turned down from surgery and had a cto lesion. The rotalink¿ plus was not used on the patient.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that patient complications occurred and the patient died. Vascular access was obtained utilizing an antegrade approach. The chronic and totally occluded (cto) target lesion was located in the left anterior descending artery. A rotalink burr catheter was selected for use as a last course of treatment. The physician was attempting to open a cto before attempting to do a rotablation on a different vessel; however, patient's vital signs "went down". Additional intervention was done; however, the patient was unable to recover and passed away.